Manufacturer narrative:
Corrected data: d4 UDI number. One sample and two pictures were received for evaluation. No discrepancies were detected in the pictures. The sample was received unused. Visual inspection found no discrepancies; however, during functional testing, a leak was detected. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage occurred from the 100ml cassette connection. The event occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.